Event description:
According to the user facility medwatch report received by smith and nephew, the pt was in surgery for arthroscopic repair of torn rotator cuff in the right shoulder. During the procedure, the cautery tip came in contact with the lens and damaged the lens twice. At the end of the procedure, a small half moon over the lateral aspect of the upper arm was noted. This was treated with bacitracin. The pt returned to the dr. Complaint of pain in his shoulder. He was treated and released.

Manufacturer narrative:
Device is not being returned for eval.